Manufacturer narrative:
Field service engineer (fse) contacted customer regarding their report that the unit was giving a "pot c error...misaligned x-ray" and had them move image intensifier and tube arm towards the head end of table. Fse then had customer verify that after doing the re-alignment, the fluoro did function correctly. The customer also verified the monitors were not in the x-ray field. Customer confirmed that after the re-alignment, the system functioned normally.

Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff moved the patient to another room, where the procedure was completed without further incident. Customer would not provide further patient or procedural details, other than to say the patient is fine. No reported injury.